Event description:
The patient reported the piston rod of the infusion device became blocked during extension and no error message was displayed. The patient experienced elevated blood glucose of 480 mg/dl and was hospitalized for half of a day. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.